Event description:
It was reported that during the paroxysmal supraventricular tachycardia (psvt) procedure, tachyrhythmia could not be induced when the electrophysiological study was conducted. Then the ablation was performed at the slow pathway on sinus rate by the navistar tc catheter. After then, two points were acquired at his tag. The physician started the 1st ablation with 25w at the distance site from the bundle of his. The 30 seconds after the ablation, av block was observed on the patient so that the ablation was stopped immediately. V-pacing was performed around 10 minutes with follow up but the issue continued. Finally, a temporary pacemaker was used on the patient. A pacemaker implantation will be planned.

Manufacturer narrative:
The concomitant product: carto 3 model# fg-5400-00j; serial # (B)(4). (B)(4).